Event description:
The manufacturer received a voluntary medwatch (mw5110561) from FDA in which it was alleged an end user passed away while using a dreamstation 2 advanced device and unknown mask interface. The reporter stated the user was found with the "hose disconnected from mask". The manufacturer's investigation is ongoing. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw 5110561) from FDA in which alleged an end user passed away while using a dreamstation 2 advanced device and unknown mask interface. The reporter stated the user was found with the "hose disconnected from mask". The manufacturer received additional information alleging user had heart attack due to "machine got disconnected." The device will not be returned to the manufacturer for investigation. The reporter requested to have no further contact with manufacturer. The manufacturer concludes no further action is needed at this time.